Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker system detected low pacing impedances and high pacing thresholds in the right atrium (ra). It was noted, within the last six months, the ra lead impedances decreased from 600 ohms to around 200 ohms. The root cause for the low pacing impedances and high pacing thresholds was not determined. Subsequently, this ra lead was surgically abandoned and the associated pacemaker was explanted. No additional adverse patient effects were reported.